Manufacturer narrative:
Correction: g3 (date of awareness) for initial MDR 3002808148-2024-30670 is january 01, 2024. The regional repair center confirmed customer allegation and determined that due to a defective cable, there was no image. Due to a defective cable, the water tightness was lost. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the investigation, no nonconformances were found. The most probable cause of the complaint is traced to component failure, which is expected or random component failure without any design or manufacturing issue. To mitigate risk/harm to the patient and damage to the device, the instructions for use provides the following: ¿never use the camera head on a patient if an irregularity is observed. Damage or an irregularity in the camera head may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation.

Event description:
The customer reported the subject device had no image on the screen. No patient harm reported.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.